Manufacturer narrative:
Initial reporter facility full name: (B)(6). Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel layer had peeled from the surface of the left chest pad, and the pull tab is not located on the edge of the liner. The hydrogel on the right thigh pad peeled from the edge when the liner was pulled by the pull tab. Hydrogel was intact with pad and not separated for all other pads. No crushed dimples or signs of over lamination in the pads. The sample does not meet specifications per (B)(4) rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an adhesive sticker got stuck to the tape side of the arctic gel pad on the upper left body, making it unusable, so they replaced it with a replacement. Per follow up information received via task on 17jun2025, quantity of the product involved was 1. Sample would be returned.